Event description:
Patient transferred from outside hospital on intra-aortic balloon pump. Patient was found to have blood in the helium tubing, concern for balloon rupture. Interventional cardiology was contacted and came to bedside. Attempted to remove balloon and sheath at bedside. Balloon separated during removal and patient was transferred to the operating room to retrieve retained balloon. Diagnosis for use: severe coronary artery disease and high-risk pci (percutaneous coronary intervention.)